Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had fallopian tube occlusion insert inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Fallopian tube occlusion insert was removed the same day. On an unknown date, the patient had fallopian tube occlusion insert inserted. The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2022). At the time of the report, the event had resolved. The reporter considered medical device removal to be related to fallopian tube occlusion insert administration. The reporter commented: after an uneventful surgical essure removal the patient was awakened and taken in satisfactory condition to the recovery room. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2022: findings: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Specimens: two essure devices were discarded. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal by salpingectomy on (B)(6) 2022). At the time of the report, the event had resolved. The reporter considered medical device removal to be related to essure administration. The reporter commented: after an uneventful surgical essure removal the patient was awakened and taken in satisfactory condition to the recovery room. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy on (B)(6) 2022: findings: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coilsof the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Specimens: two essure devices were discarded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2022: report received via lawyer. Medical records of essure removal by salpingectomy were provided, report is now medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.